Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a farawave catheter experienced irrigation issues. During the procedure, irrigation stopped when the physician was in flower configuration, but in basket everything worked fine. No error message was received, and no air was visible in the catheter, sheath, or patient. The procedure was able to be completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a farawave catheter experienced irrigation issues. During the procedure, irrigation stopped when the physician was in flower configuration, but in basket everything worked fine. No error message was received, and no air was visible in the catheter, sheath, or patient. The procedure was able to be completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the original catheter was used throughout the entire procedure. It was suspected that irrigation stopped due to the shape of the catheter tip. The device is available for return.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.